Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusions occurred during the use of an unspecified quantity of clearlink, non-dehp solution sets. This issue was further described as multiple instances where patients were staying longer than the expected appointment durations as the medication delivery was taking longer than expected to complete. The was residual medication volume in the bags that were not delivered to the patient during the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.